Event description:
The customer reported that the power switch was broken and the system could not be turned on. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power switch was replaced. The system was then found to be operating as intended.